Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise and loss of sensing. Noise was reproducible with arm movements. There were no other electrical anomalies. The lead was capped and replaced. The patient was in stable condition post operation.